Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, severely tortuous distal right coronary artery (rca). The physician attempted to place a 3.00x20mm liberte bare metal stent, but was unable to cross the lesion. Upon removal, the physician noticed the distal portion of the stent was damaged. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.